Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2011 during which mesh was implanted. It was reported that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2011. It was reported that the patient experienced severe pain, hernia recurrence, loosening of mesh, nausea, vomiting, chills, inflammation, scarring, disfigurement, loss of appetite, stress and anxiety. It was reported that the patient underwent a previous umbilical hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was also reported that the patient underwent recurrent umbilical hernia repair surgery on (B)(6) 2011 during which the surgeon noted ¿the previously placed mesh was noted to have become bulky and loosened and the surgeon elected to tighten the previously placed mesh back into place. The other implanted product is captured in a separate file. No additional information is provided.